Manufacturer narrative:
One 4.5mm flexible endoscopic drill was returned for evaluation. Visual assessment of the drill confirmed the reported complaint of breakage. The drill has broken at two locations along the axis to the first spiral cut at the drill head and at the double helix transitions at the shaft. Approximately 2 inches of the shaft is missing and was not returned for examination. No material voids were observed at the break locations. The proximal end break location is slightly uncoiled. The drill heads cutting edges are dull and show extreme wear/damage. The condition of the drill indicates it was worn then subjected to excessive force during use. Per the device instructions for use: ¿use of drills that have worn or dull tips can result in breakage. Never use the drill in reverse rotation. Only use the drill in forward rotation. Using the drill in reverse rotation may result in patient injury and/or failure of the instrument. As with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure.¿

Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that when the device was used, the drill broke because the bone was too hard. The procedure was successfully completed without considerable delay using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
Examination is not possible, as the device has not been returned, however a photograph was sent for evaluation. The photograph confirmed the reported breakage. The drill has broken at two places where it transitions from the 20 ½ to 9 revolutions per inch lazer cut double helix and at the drill head. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive forces applied to the device can result in failure. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. As such, the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated.